Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse found cotton from the blade wick assembly obstructing the cap piercer waste tubing line #118. The fse removed the obstruction to resolve the issue, no further leaking was observed. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a contained leak from the cap piercer on a unicel dxc 600i synchron access clinical system. The customer stated approximately 4ml of fluid leaked from the cap piercer blade wick and the fluid was contained to the instrument. No erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.